Manufacturer narrative:
The device has not been returned to animas. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is broken. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is defective.